Event description:
The pt felt an overstimulation sensation after falling twice. The pt was unable to contact the hcp. The manufacturer's field rep was alerted to the situation and helped arrange a ride for the pt to the hcp office. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.